Event description:
Information was received from our consultant in the (B)(6). A patient's mother had reported that their child had fibrosis noted with their previous device and had their lead replaced. The patient's mother doesn't feel it is as effective now. Currently on 2.75ma. Magnet 3.25. Good faith attempts are underway. It is unknown when the event occurred or the surgery took place (lead replacement) at this time. Event date (B)(6) 2012 used until further information is attained.

Event description:
It was discovered through investigation that this report was a duplicate of medwatch report number: 1644487-2011-00877. Investigation will continue in that file.

Manufacturer narrative:
Describe event or problem, corrected data: investigation will be housed in file. 1644487-2011-00877

Manufacturer narrative:
(B)(4).